Event description:
It was reported that an iLet pump displayed a persistent restart alarm during and after a cartridge change at airport security, with the device unable to proceed with tubing fill or permit a rewind, which indicated a failure to infuse and suggested an insulin delivery piston or shaft rewind error; the user transitioned to subcutaneous insulin via pen, and the device component implicated included firmware. Symptoms included hyperglycemia reaching 266 mg/dL. Outcomes included an unexpected medical intervention requiring medication and characterization as a serious illness or impairment. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device malfunction consistent with failure to infuse linked to the insulin shaft rewind, with firmware identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.